Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruising, swelling and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the lips. A needle technique was used with retrograde threads to boarder and body of the lips. Injection was done slowly and there was no blanching during the injection. Patient developed some bruising and swelling but was not excessive for the injection technique. After injection was completed, the patient's lips were well perfused with no mottling or blanching present. There was also no excessive pain or discomfort. Two days later, the healthcare professional was notified that the patient was attempting to contact the clinic via instagram. Upon calling the patient, it was found that the patient had been trying to contact the clinic the day of the injection. Patient had gone to another clinic and was treated with hyalase on the following 2 days after the injection. A physician provided the patient with antibiotic and antiviral prescriptions. The patient lips appeared to be improving each day. Patient was reviewed on 4 days later with the healthcare professional and the patient's lips were well perfused with most of the swelling and bruising resolved. The patient's lips were soft to touch and there were no hard lumps. Patient was feeling much better. Patient still had slight pain in a small spot on their right lower lip that appeared like a mild cold sore. Patient was also treated with red and yellow led light. After consulting with the physician, the physician was happy with the patient's progress and suggested no need for hyperbaric chamber.

Manufacturer narrative:
Additional information: date of event.

Event description:
Additional information: patients lips continued to improve each day until they were fully resolved. The patient's lips were back to normal was not left with any permanent damage.